Event description:
It was reported that the patient experienced a shocking or jolting sensation. It was noted that the patient had "a lot of problems with the device not working and shocking" since (B)(6) 2013. The patient turned her device off. It was noted that the patient had other medical conditions. It was further noted that the patient needed to have an MRI and she wanted to have her device removed to do so. It was also noted that the patient was having issues with the location of the implantable neurostimulator (ins) being ¿uncomfortable at the pant line. It was noted that the patient met with a manufacturing representative 1.5 years prior to the report to "move the stimulation higher." Additional information reported that that no appointment had been scheduled and the patient had not been seen by a physician to schedule a replacement surgery.

Event description:
Additional information indicated that the patient had fallen on the ice earlier past winter. The patient fell on her back and ever since the fall she had been getting shocked with therapy on or off. It was stated that shocks were worse if therapy was on and that it had been determined that it was the pain system causing the shocks. It was reported that the patient had been in the emergency room 2 weeks prior to the report and nothing could be done in terms of MRI because of the pain stimulation implant. Two weeks later it was stated that the patient had not reported shocking and jolting to the healthcare professional (hcp) during the appointment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) and lead component were explanted as it was noted that the device was not helping the patient and that they needed an MRI. It was also reported that there were no patient symptoms reported with the event. It was clarified that the prior to the device removal, no programming was attempted and no troubleshooting was performed. The patient status was reported as alive with no injury.

Manufacturer narrative:
Results: analysis of neurostimulator model 37713 serial (B)(4) showed no significant anomalies. Analysis of lead model 39286-65 serial (B)(4) showed no significant anomalies. Analysis of anchor model 3550-39 serial # unknown, showed no significant anomalies. Analysis of anchor model 3550-39 serial # unknown, showed no anomalies.

Event description:
Additional information received reported that the patient in addition to the patient¿s need for an MRI, it was confirmed the ins system was explanted due to the patient ¿getting shocking¿. The patient outcome was reported as recovered without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was bruising at the implantable neurostimulator (ins) site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.